Event description:
It was reported that during an exploratory laparotomy procedure, it was noted that the firing knob was partially moved to one side of the instrument. The resident moved it back to neutral and then fired it on the other side. The surgeon noted that only two of the three staple lines fired. It is unknown how many times the resident had previously used the stapler. Another device was opened with no patient consequences. It is unknown if any unusual sounds were heard or if the force to fire was higher than usual. It is also unknown if the patient was previously radiated or on steroids.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.